Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch report # mw5102440.

Event description:
User facility medwatch report received that states: "perclose closure device malfunction during femoral artery closure." No additional information was provided.